Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the pump had been recalled due to battery cap issues, the battery life had diminished dramatically, battery life warnings had appeared shortly before the pump died, insulin delivery during bolusing had been slow, false rewind readings had occurred¿causing slow screen loading and requiring repeated rewinds, the buttons had become less responsive and required force to operate, the belt clip had not stayed attached resulting in the pump falling multiple times a day, and the pump had shown signs of wear and being worn out. The customer reported no adverse event. The event involved product(s) acc-1601, mmt-1780kr. Troubleshooting was performed. No harm requiring medical intervention was reported. No product return is required for acc-1601. No product return is required for mmt-1780kr.